Manufacturer narrative:
A report received from the affiliate indicated: a smart stent ses stent was deployed prematurely during delivery. The target lesion was common bile duct. There are no details regarding the lesion. The guidewire lumen was flushed with saline solution and approached to the lesion along with gw (radifocus 0.035/150cm). During approach, the physician found that the stent had been deployed, nd he could not advance it any further. Therefore, he deployed before it reached to the target lesion. We have no information how th procedure was completed. There are no details of how the procedure was completed. There was no consequences to the patient. Additional information has been requested and will be submitted within 30 days of receipt. Due to an administrative oversight this report is being submitted late.

Event description:
Premature deployment of self expanding stent.